Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patients ipg was nonfunctional as a result of difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.